Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient receives dialysis x 2 per week via an equistream catheter. It was observed that there was a knick on the catheter where the clamp was located. The facility stated that it may be a coincidence that the clamp has been closed in the same place after each dialysis. No patient harm was reported.